Event description:
Crack in luer hub. The event was noticed prior to use. No pt injury. As per the qualrap, no additional pt or procedural info is available.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.